Manufacturer narrative:
Additional data: claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.00 diopter, in the patients left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to the patient experienced glare/halos. The patient was seeing the edge of the lens due to pupil size. The lens was exchanged for a different model/same length and diopter lens, and the problem was resolved. The reporter indicated the cause of the event was due to the device.